Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver was charged and re-booted. The log was not available to download within the investigation window. A functional test was performed and it passed. A pairing test cannot be performed because of damaged lcd. The allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.